Event description:
Per the clinic, device was explanted on (B)(6) 2012, due to infection around the implant side. Reimplantation is planned but has not taken place at the time of this report (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).